Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose during the week of the call. Blood glucose at the time of the incident was 400 mg/dl and 237 mg/dl at the time of the call. The customer treated with the insulin pump. She stated that blood glucose level was 135 mg/dl in the morning and then it rose to 243, 245, 276 and 269 mg/dl. Last infusion set was on the morning of (B)(6) 2017. Troubleshooting was performed and no issues were found with the site, set or insulin. The customer declined to check the settings. The insulin pump passed the high pressure test. The customer also reported receiving multiple low battery alerts. She stated she had to change the battery 3 times in one week. It was advised the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected low battery alarm noted. The battery icons functioned properly. No battery icon anomaly noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. Pump had minor scratched display window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.